Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer "[enter how customer addressed bg]" to address bg. Customer updated their settings to address the event.